Event description:
The customer reported that a patient sample loaded on the dxa automation line was delayed, impacting patient care. No erroneous results were generated or released. There was no report of harm to the patient. No further information was provided by the customer.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the issue involving the dxa. The fse observed that the sample tube failed to process because no route plan was generated or displayed in the dxa system at the time of loading, despite routing being successfully created in remisol for the intended analyzers. The issue appears isolated to the affected sample, as subsequent testing confirmed normal route plan visibility and system functionality. No hardware faults were identified during the site visit. Further investigation is required using collected logs, and escalation through smartsolve has been initiated. The investigation is in progress. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4)